Manufacturer narrative:
User facility was not familiar with the steer lock option and as a result reported that the brakes were not functioning properly. Stryker representative trained the facility on the user of the steer pedal option.

Event description:
It was reported by service report that the brakes are not functioning. No adverse consequences have been reported.